Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
While reporting differences between sensor glucose and blood glucose readings, customer reported recently having a blood glucose level around 40 mg/dl. Customer also reported that the insulin pump had recently gone into threshold suspend when sensor glucose value was 45 mg/dl and blood glucose value was 105 mg/dl. Blood glucose level at the time of the call was not provided. No further information was provided.